Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the silicone bulb evacuator was difficult to aspirate. The user depressed it several time and it seemed to work better, but still not correctly. Another device was used.

Event description:
It was reported that the silicone bulb evacuator was difficult to aspirate. The user depressed it several time and it seemed to work better, but still not correctly. Another device was used.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging) 100cc silicone bub evacuator. Visual inspection of the sample noted no obvious visible defects. An in-house concomitant, evacuator tubing was attached to the inlet port of the evacuator an the other end of the tubing was placed in a reservoir of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) . The 100cc bulb evacuator bulb was squeezed. The outlet port was closed off to create negative pressure and the evacuator suctioned 100cc of solution as intended. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿v. Warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result. Blood collected using the evacuator must not be re-infused as it may be a cause of potential infections. Do not use in patients who are allergic to materials used in bard® drain products. Do not bypass or inactivate the anti-reflux valve. In the event of occlusion of the drain, all wound drainage ceases. Careful attention to the drain will minimize the probability of this problem. If occlusion does occur, the drain can be aspirated by connecting suction to the reservoir outlet or temporarily disconnecting the drain from the evacuator and applying suction directly to the drain. If an air-tight seal between the drain and the skin (where the drain emerges) is not achieved, then air leak must be rectified or the system must be converted to open drainage. An airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function. Leaving the drain implanted for any period of time so as to cause tissue ingrowth around the drain can interfere with easy removal and may affect the performance of the drain. The surgeon should monitor the patient¿s rate of wound healing. Drain perforations must lie within the wound or cavity to be drained, otherwise inadequate drainage may result. To avoid the possibility of drain damage or breakage, please follow these steps: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path."